Event description:
On (B)(4) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultrasmart meter is giving calcode issue. This complaint was classified based on the customer care advocate (cca) documentation. The calcode issue began on (B)(4) 2014 at 9 am. At the time of concern, the patient manages his diabetes with oral medication (metformin). The patient claimed that he had symptoms described as ¿shaky and vomiting¿ due to the calcode issue. There was no report of any required hcp treatment. The calcode issue was resolved with training on (B)(4) 2014. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury due to the alleged calcode issue. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.